Manufacturer narrative:
Product analysis: the hypotube had detached approximately 14cm distal to the strain relief. The hypotube was oval and jagged on both sides of the break site. The hypotube was kinked at approximately 32, 46.2, 77 and 91.9cm distal to the detachment site. The transition shaft and support wire were kinked. The distal inner and outer shafts were ripped extending 3.1cm from the guide wire entry port. There was deformation to the 15th stent wrap with struts raised. It was confirmed that the detachment occurred when placing the device in the biohazard bag for return. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity stent. The target lesion located in the proximal lad was reported to be moderately tortuous, with no calcification and 100% stenosis. Procedure was prompted by stemi. Prior to the procedure, no damage was noted to packaging and no issues were reported when removing the device from the hoop/tray. The device was inspected and negative prep was carried out both with no issues reported. The lesion was pre-dilated. During attempted stent deployment, the stent was placed across the stenosis. Inflation of the balloon was attempted at 4-5atms for the first time but the balloon never inflated at all. When pulling negative on the stent delivery system, blood came back into the inflation device. The device was not passed through a previously deployed stent and no resistance was encountered when advancing the device. The device was not moved or repositioned in the lesion prior to the issue noted. The procedure was completed with another non-medtronic stent as no other resolute integrity was available in that size. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.